Event description:
While attempting to defibrillate a pt using electrode pads, the device failed to discharge. The user stated that they may have observed a "poor pad contact" message during this event. Clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. During subsequent testing, the device displayed a "defib fault 108" message.